Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported pain in their groin area. It was stated that the patient¿s managing physician didn¿t think it was related to their device because everything seemed to be recovering well from their implant surgery. The patient had used the patient programmer (pp) to adjust stimulation as well as turning it off, but the pain was still there. Additional information received from the patient reported they had turned stimulation off for a couple of days, and the pain was much better. The patient was on a support group and was asked if they had changed programs; however, after changing from program 1 to program 2, the patient said they weren¿t feeling stimulation as low. They said it hurt when they walked, and they were on pain medication or advil all the time. It was noted they almost went to the emergency room (ER) the weekend of (B)(6) 2016. The patient said the groin pain was new and didn¿t have it before they got the device. It was noted the patient had an appointment with their doctor on (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was received from the patient. The patient noted that the pain in the groin area had not resolved. The patient had seen the physician on (B)(6) 2016 and would be having a CT scan. The program was changed at that appointment. The patient reported the pain began on (B)(6) 2016 after the device was implanted on (B)(6) 2016. The pain started suddenly and had steadily gotten worse over the next few weeks. Additional information was received from a consumer. It was reported that the patient was unable to verify that the stimulation was off. They stated that they increased the stimulation from 0.5 to 0.6 and it was very rapid, but comfortable. It was further reported that the patient had a return of symptoms starting in (B)(6) 2016. They didn't feel like they were getting the type of control that they should have been. They increased the stimulation and it was very fast and a little painful so they decreased stimulation and they were feeling the stimulation very fast, but comfortable. It was also reported that they had to have a revision done about two and a half weeks before the report. The implantable neurostimulator (ins) was moved to the left side because on the right side it was pressing on a nerve that was going down into the leg. The patient had an appointment scheduled with their doctor for the day after the report.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a MRI, which came back negative, and a physical therapist evaluation, which showed no muscular problems. They noted that they were placed on medication from (B)(6) 2016 and, on (B)(6) 2016, the physician moved the device from the right to the left side. The cause was not determined, however, the manufacturer representative and the physical therapist felt that the device was pressing on a nerve. The pain in the groin area, the lack of symptom control, and the fast and a little painful stimulation were resolved and the patient had very little pain remaining.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.